Event description:
Date notified: november -26-2007 a model 326 aspirator failed to provide sufficient suction. An inspection of the device revealed a defective vacuum pump. The vacuum pump was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the incident.